Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Gastric perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, it was reported that the patient's peg tube exited the posterior end of the stomach at the level of the lesser curvature, where it was intimately adhered to the third duodenal portion, establishing a gastro enteric connection with passage of the tube through it. The peg tube reaches the jejunum, with the presence of the internal retention disc occluding the angle of treitz, causing a gastric perforation. The peg tube was removed at the distal jejunum level, where a pen rose drain is placed for recovery. On (B)(6) 2019, it was reported that the patient and surgical wound are recovering.